Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, oversensing due to loss of capture was observed on the right ventricular (rv) lead. The physician alleged the loss of capture was a result of physiological patient factors. The device was reprogrammed to resolve the event and the patient was in stable condition.